Event description:
It was reported that the patient was transferred from another hospital after receiving inappropriate shocks. Lead measurements suggested a possible fracture. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Without the return of the entire lead, a complete analysis could not be performed. The damage found was sustained during the surgical procedure.